Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('general abnormal bleeding'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypertension. Concurrent conditions included: uterine fibroid and ovarian cyst. Concomitant products included: biotin from (B)(6) 2014 to (B)(6) 2017 and lisinopril from (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain pelvic"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal pain ("pain abdominal"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats") and hair growth abnormal ("excessive hair growth"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure/depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus ("autoimmune diagnosed: lupus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems: uti") and alopecia ("hair loss"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and terconazole (terrazole). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, anxiety, nausea, hot flush, night sweats, hair growth abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, hot flush, nausea, night sweats, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for general abnormal bleeding, lupus, psych injury related to essure, uti, vaginal infection, vaginal discharge. Discrepancy noted, as essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2019, impression: 1. Left ovarian simple cyst. 2. Normal right ovary. 3. Uterine fibroid; on (B)(6) 2020, impression: etiology for pain not identified; hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion; on (B)(6) 2008, essure device was successfully occluded. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporters, lab data, concurrent conditions were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included biotin from (B)(6) 2014 to (B)(6) 2017 and lisinopril from (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain pelvic"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal pain ("pain abdominal"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats") and hair growth abnormal ("excessive hair growth"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure/depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus ("autoimmune diagnosed : lupus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems: uti") and alopecia ("hair loss"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and terconazole (terazol). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, heavy menstrual bleeding, anxiety, nausea, hot flush, night sweats, hair growth abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, hot flush, nausea, night sweats, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for general abnormal bleeding, lupus, psych injury related to essure, uti, vaginal infection ,vaginal discharge. "Discrepancy" noted as essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2019: impression: 1. Left ovarian simple cyst. 2. Normal right ovary. 3. Uterine fibroid.; on (B)(6) 2020: impression: etiology for pain not identified.. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of systemic lupus erythematosus ('autoimmune diagnosed : lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included biotin from (B)(6) 2014 to (B)(6) 2017 and lisinopril from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pain pelvic"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal pain ("pain abdominal"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats") and hair growth abnormal ("excessive hair growth"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure/depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("bladder/urinary problems: uti") and alopecia ("hair loss"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and terconazole (terazol). Essure treatment was not changed. At the time of the report, the systemic lupus erythematosus, genital haemorrhage, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, menorrhagia, anxiety, nausea, hot flush, night sweats, hair growth abnormal and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, genital haemorrhage, hair growth abnormal, hot flush, menorrhagia, nausea, night sweats, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for general abnormal bleeding, lupus, psych injury related to essure, uti, vaginal infection ,vaginal discharge. Discrepancy noted as essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event hair loss was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and systemic lupus erythematosus ('autoimmune diagnosed : lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included biotin from (B)(6) 2014 to (B)(6) 2017 and lisinopril from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pain pelvic"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal pain ("pain abdominal"), nausea ("nausea"), hot flush ("hot flashes"), night sweats ("night sweats") and hair growth abnormal ("excessive hair growth"). In (B)(6) 2008, the patient experienced depression ("psych injury related to essure/depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with fluconazole (diflucan), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and terconazole (terazol). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, menorrhagia, anxiety, nausea, hot flush, night sweats and hair growth abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hair growth abnormal, hot flush, menorrhagia, nausea, night sweats, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for general abnormal bleeding, lupus, psych injury related to essure, uti, vaginal infection, vaginal discharge. Discrepancy noted as essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. New events added: hot flashes, night sweats, excessive hair growth. Concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.